Event description:
It was reported that during a procedure to treat a pt experiencing an acute myocardial infarction (contrary to IFU). The multi-link met resistance while attempting to advance the stent delivery system past some calcification. The stent separated from the delivery system and could not be retrieved. Subsequently, the pt's blood pressure dropped and the pt expired during the procedure. Reportedly, the physician stated that the death was related to the product issue.